Event description:
It was reported by dealer that the left latch housing is broke on the solara3g wheel chair. Dealer hung up before being transferred to complaint team. The caller has no further information to provide.